Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure of horizontal and vertical stripe noise in the image was not confirmed. The reported malfunction of the image goes completely dark (no image output) was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken wire or short circuit resulting from the angulation mechanism¿s operation; damage to the glue-filled section of the image sensor was caused by the scratch on the a-rubber glue; external stress¿such as inserting or removing the sensor at an angle relative to the docking station¿temporarily disrupted the alignment, resulting in an unexpected load on the glue -filled section of the image sensor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, while angulating, the flex deflectable videoscope had vertical stripe noise, horizontal stripe noise, or the image goes completely dark during a therapeutic laparoscopic cholecystectomy. The reported malfunction occurred during sedation while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.